Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Unexpected return - the product report from the customer states that the tubing cracked at chamber (large volume tubing), ivf spilled all over floor. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. Visual inspection of the set showed that the silicone segment had a 0.0714 inch long tear near the upper fitment. Examination under magnification showed a crush mark to the upper fitment. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.

Event description:
Unexpected return - the product report from the customer states that the tubing cracked at chamber (large volume tubing), ivf spilled all over floor. There was no report of patient harm.